Event description:
During a total knee replacement a piece of a saw blade handle broke off and was left in patient. Post-operative x-ray showed metal piece. Second surgery occurred to remove piece of metal which at that time allowed for identification as belonging to saw blade. Organization uses both new and reprocessed saw blades. Do not know if this blade was reprocessed. No one in or recognized that anything had broken during the procedure.====================== health professional's impression======================felt the blade broke at the end of the procedure as all believe the saw would not have been functional if the blade end had broken during the operation of the saw.